Event description:
The user facility reported to baxter that the device did alert but no audio alarm was heard. It was not specified when exactly this incident occurred and baxter has tried to obtain additional information, however, none is available to date.

Manufacturer narrative:
The device has been requested by baxter for evaluation. Should the device be returned for evaluation, a follow up report will be submitted.